Manufacturer narrative:
On 26-jan-2022, mentor received additional information regarding the revision surgery. The patient underwent bilateral removal and replacement with two allergan breast implants (product code: ssx310, left reference #: 24040722, right reference #: mp0002613). Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, the investigation on the suspected medical device was completed. Investigation summary : mentor conducted a visual inspection and thickness measurement of the return device. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured and received in three parts. A thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. Mentor did not receive permission to perform destructive testing. As a result, the analysis from the product evaluation lab was limited to non-destructive testing, and we could not conclusively determine the root cause of the rupture. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause the implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, mentor received additional information regarding the patient¿s information. The patient¿s weight is 120 lbs. The relevant fields have been updated. On (B)(6) 2022, the investigation on the suspected medical device was updated. Investigation summary (update): mentor conducted microscopic examination. A microscopic examination was performed, and the cause of the tear could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with a 430cc mentor memorygel breast implant and experienced left-sided rupture postoperatively. The diagnosis was confirmed by a healthcare professional. As a result, the patient underwent removal and replacement with unspecified allergan breast implants on (B)(6) 2021.